Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 7754, serial# (B)(4), implanted: (B)(6) 2012, product type: recharger. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 377775, lot# v016054, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The manufacturing representative (rep) reported it was taking too long to charge. The patient was welding and had turned the stimulation off with the patient programmer. After welding, the patient could not turn the battery back on because it was discharged. After that, he was not able to charge the battery up to the point where stimulation could be turned on. The patient claimed that he charged the device 6-8 days prior to (B)(6). The patient was programmed at 8 volts and was aware that the implantable neurostimulator (ins) needed to be charged regularly. The rep was in the office with the patient and they were charging the battery for about 20 minutes and were able to get the battery up to 25%. The rep felt like it was taking too long to charge. The battery seemed to have fallen into discharged and it will take a little longer to get the battery back to 25%. They were able to connect with eight coupling bars. If additional information becomes available, a follow-up report will be submitted.